Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the patient experienced neurological dysfunction/ neuropathy for less than 24 hours while outside of the hospital. A computed tomography scan was performed. The patient was noted to have had a central nervous system (cns) embolism. The patient was noted to have had a stroke with numbness in the left hand/corner of the patients mouth. The patient had been prescribed warfarin, heparin, and aspirin at the time of the event, and was given drug therapy to treat the event, including heparin. The neuropathy was noted to be device related and caused by the patients prothrombin time international normalized ratio below the target range for patients taking warfarin. The patient was admitted to the hospital at this time.

Manufacturer narrative:
Corrected data: section d3: manufacturer information corrected. Section g1: manufacturing site corrected. Section h3: device evaluated by manufacturer corrected. Section h5: labeled for single use corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.